Event description:
A healthcare professional reported a three minute delay in an intraocular lens (iol) implant surgery. There was no patient harm. No further information is expected.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent at the gusset/distal areas due to the condition of the returned sample. The other haptic was broken/torn-returned. This haptic was scratched/marked. The optic had scratches/marks. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).